Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1.5 mg/ml at .44) and bupivacaine (35 mg/ml at 10.267) via an implantable pump for non-malignant pain. It was reported that the patient's catheter was fractured at the entry point to the spine. It was noted the cause was the patient falling all the time. A dye study was performed on (B)(6) 2022. The md scheduled a catheter replacement in the future. The issue was not resolved.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2020, product type: catheter ,ubd: 02-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.